Event description:
It was reported that the patient presented for in-clinic follow-up. An interrogation of the implantable cardioverter defibrillator revealed that the device was in backup operation due to magnetic resonance imaging (MRI). High voltage therapy was disabled during backup. The device was successfully restored via programming. The patient was asymptomatic.